Event description:
Reporter indicated that pt experienced an increase in seizure activity, presumably above pre-vns baseline frequency. Stimulation was subsequently discontinued, after which the increase in seizure activity reportely resolved. Prior to vns implant and resective surgery, the pt's seizure frequency is documented as being 90 seizures per day. The pt underwent resection of tuberous sclerosis approximately 52 months post initial vns implant surgery and 26 months post generator replacement surgery, at which time stimulation was discontinued. During the first five months after the resective surgery and in the absence of the vns therapy, the pt's seizure frequency was reduced to 1-5 seizures per day and the patient sometimes went 17-22 days per month seizure-free, during the sixth month after resective surgery, the patient's seizure frequency began to increase, so vns therapy was reinitiated. After restarting device stimulation, the patient's seizure frequency increased further. Device stimulation was discontinued after which the increase in seizure activity reportedly increased. A possible cause of the event could be that programmed parameters were too high since the device had been programmed to off for six months following resective surgery and stimulation was reinitiated at 1.0ma normal mode output current instead of titrating the stimulation from 0.25ma with periodic increase. It is not known whether there were any medication changes at the time of the event that may have contributed to the increase in seizure activity. Additionally, it is possible that the increase in seizure activity was due to the patient's disease process possibly being altered following the resective surgery.